Event description:
Nursing staff entered room to verify time left on infusion pump before next bag was due. The pump showed 4 hours and 30 minutes left in the infusion, but the heparin bag was nearly full. The heparin fluid was dripping into the chamber and the pump screen showed fluid was being provided. The charge nurse came into the room and verified this finding. Htm dept. Tested pump: upstream and downstream occlusion tests passed. Air in line test passed. All other tests passed. Pump was sent back to baxter for repair.